Event description:
Boston scientific received information that this patient presented to the emergency room after experiencing a syncopal episode. The device was confirmed to be functioning normally, however atrial tachy response (atr) events were stored a couple days prior to the syncopal event with atrial noise. The noise could not be reproduced with isometrics or pocket manipulation and all lead measurements were normal.

Manufacturer narrative:
All available information indicates the product remains in service and no further information has been provided to our company. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4). The device was explanted approximately three years later for normal battery depletion. No allegations were reported at the time of the procedure. The device was been returned for laboratory analysis. Upon completion from analysis, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.